Event description:
It was reported that the right ventricular (rv) lead impedance had been trending upward into the high range. When the patient¿s implantable cardioverter defibrillator (ICD) was replaced due to elective replacement indicator (eri), the lead tested in the normal impedance range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4568 implantable pacing lead 2001 (B)(6).